Manufacturer narrative:
The pump had a blank display due to a faulty component on the mother board. Unable to verify the external flash crc error or low battery alarm or perform the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests due to the blank display anomaly. The pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced external flash crc error and low battery alert. The customer's blood glucose value was unknown. The customer stated that they changed the battery and had to reset the date and time. The customer mentioned that all the settings were lost. The customer received a beep on the pump while she was driving. The customer stated that the pump turned off. The product was returned for analysis.